Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped with resetting the pump. After resetting, the malfunction did not recur, and the customer was able to continue using the pump. There was an understanding that the customer would call back if any malfunction code occurred again.